Event description:
A dnr (do not resuscitate) patient was getting morphine infused at 4ml/hr. The nurse found the device at 100ml/hr. The patient died. The police department sequestered the pump and is considering this a criminal investigation. They are in possession of the device and will not be sending to company. Co sent them the software kit and assisted them in downloading the event logs. The conclusion of the event log review is that the reported rate change on morphine drip appears to be the result of user programming. Data from the devices log indicates that channel b was running at 50ml/hr for 9 hours prior to the user stopping the channel and then programming it to run at 4ml/hr. After reprogramming the channel, the user then turned it off and selected channel a and started that channel using the previously programmed parameters. This resulted in the previously programmed paramedics. This resulted in the channel infusing at 100ml/hr for a total of 43 minutes delivering approximately 71.2 mls of fluid. Consistent with the incident description is the fact that a channel was set up to infuse at 4ml/hr however this channel was never started. Also consistent with the incident description is the fact that a channel was found to be running at 100ml/hr. It is not known why the channel that was programmed to run at 4ml/hr was never started and instead the channel that was not in use was started at the previously programmed parameters of 100m./hr.